Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was alarming "xdcr fault" (transducer fault). The machine was ventilating correctly and all transducer calibrations passed. The events log included: "xdcr fault occurred (2, 1, 434)" and "xdcr fault occurred (2, 0, 2503)." There was no patient involvement associated with this issue.

Manufacturer narrative:
Results of investigation: a vyaire failure analysis lab technician was unable to verify the customer's reported issue. Pt802 transducer calibrated and functioned properly. The device passed all testing and met all vyaire manufacturer specifications.